Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 could not be recovered and displayed a device not detected on bus error. The user attempted to recover storage space and rebooted the station; however, the issue persisted. User also mentioned that the required medication was only available in the affected station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no failed hardware. A field service engineer (fse) accessed the station via remote support service (rss) and found no failed hardware. The fse confirmed with the customer that the failed hardware was successfully recovered after a power cycle, resolving the issue. The system functioned as intended after the field service engineer assessed the device.